Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have damage of the conductor wire's insulation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a black insulation on the wires that had slightly peeled off. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury.